Manufacturer narrative:
Device not returned. Unfortunately, the explanted device was not returned to edwards for analysis; therefore, the root cause of this event could not be confirmed. Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. While the majority of affected patients are asymptomatic, pvl, when severe, can lead to significant morbidity including heart failure and hemolytic anemia. Pvl can occur in the mitral and aortic position for similar reasons. Annular calcification is a risk factor for the development of peri-operative pvl as the bioprosthesis may not seat properly after debridement. In this case, the surgeon elected to debride some additional calcium after removing the subject device. After the new valve was implanted, there was less pvl, suggesting that this may have contributed to the leak. Typically, mild pvl is not unusual after initial valve replacement, and is usually tolerated by patients. No further actions are possible with the available information.

Event description:
In this case, it was reported that the valve was explanted due to a perivalvular leak after implant. Per the op report, this patient presented with severe to critical aortic stenosis of her native valve. After excising the native valve, there was severe annular calcification that seemed full thickness in the area underneath the left main. The edwards valve was implanted and appeared to be seated well. Despite this there was a substantial perivalvular leak present on transesophageal echocardiogram after weaning the patient from cardiopulmonary bypass (cpb). Upon inspection, there were no problems found and the annulus revealed know evidence of sutures that were torn through. No additional debridement along the left coronary cusp was performed; however, some calcium on the calcium bar above the left main was debrided. A new edwards valve was implanted, same model and size. After weaning from cpb this time, there were still perivalvular leaks. However, the volume of the leak was substantially better. These did not appear to be as hemodynamically significant.